Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between december 3, 2024 ¿ december 4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this occurred sometime in 2025. E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of exactamix 2000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the administration port. This occurred prior to patient use. There was no patient involvement. No additional information is available.